Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 07/01/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to after the customer care advocate (cca) was unable to obtain additional information, despite numerous attempts to contact the patient. The patient stated that the alleged inaccuracy occurred at 6am on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿128mg/dl¿ with the subject meter and ¿85mg/dl¿ on a calibrated laboratory device within 10 minutes of one another. The patient manages their diabetes with oral medication (2.5mg glyburide per day) as well as with diet and/or exercise and state that as a result of the alleged inaccurate high subject meter result their doctor had advised them to increased their dosage of glyburide to 5mg per day. The patient stated that 48 hours after the alleged product issue occurred they developed symptoms of ¿sweating, heart racing and lethargic¿; symptoms which were associated with hypoglycemia. It is not known what treatment, if any, the patient received as a result of these symptoms and the patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.